Event description:
Complainant alleged that while attempting to treat a pt during transport in flight, the device shut off and would not power back up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.